Event description:
It was reported that the customer is in the intensive care unit due to diabetes ketoacidosis and high blood glucose around 510mg/dl. The caller stated that the doctor believes the insulin pump was not functioning properly. The mother stated that the customer received a no delivery alarm after changing site, and she was stressed out. Troubleshooting was performed, and the alarm history shows multiple no delivery alarms. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had normal operating currents and no alarms noted. After testing it was concluded that the device operated within specifications.